Manufacturer narrative:
Product ID, 3889-28 lot# v926979, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was stated that the patient had good symptom relief until about 2 weeks prior to this report. It was noted that the patient recently had a hip replacement. It was stated that the patient's bladder would not drain and that her stomach was "hard." It was stated that the patient had a urinary tract infection and are wanting to change the stimulation to see if it helps. It was noted that the patient will try out new settings. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.